Event description:
During a clinical study of the matrix standard -2d coil, as they were putting it through the microcatheter they felt there was too much friction. They removed the device and they left the catheter in place. Additional information was received from the matrix study adverse event tracking form in 2003: "patient's aneurysm re-ruptured 2 months after coiling with subsequent death. Aneurysm was ruptured prior to the procedure." The date in which the paitent expired was not specified to the MFR.